Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The user is questioning why the device did not shock a patient during a patient use event. The patient did not survive.